Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic assisted distal gastrectomy procedure, the 3 first firings were successful. They left the device for a while, and then tried to connect the 4th cartridge to adapter, however the display screen was blackout and the device did not react at all even pushing every button. Then they re-charged the handle and inserted to the original shell, the display screen showed used power shell attached indicator. The status of the patient is no problem.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Evaluation of the data logs showed extended up times with no change in the relative state of charge and a log that ended abruptly. The relative state of charge was not decreasing during system up time. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The most probable root cause of the incorrect rsoc reading is due to a design error with the bq chip. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic assisted distal gastrectomy procedure, the 3 first firings were successful. They left the device for a while, and then tried to connect the 4th cartridge to adapter, however the display screen was blackout and the device did not react at all even pushing every button. Then they re-charged the handle and inserted to the original shell, the display screen showed used power shell attached indicator. The procedure was completed with another device. The reported status of the patient is no problem.